Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting assistance from technical support, and no further information was provided.